Manufacturer narrative:
The field service engineer (fse) observed faulty check valve for the needle drain and noted the needle assembly was damaged. The fse replaced the check valve and the needle assembly. The fse also replaced the probe wipe assembly due to a faulty connector. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of diluent leaked from the left side of the instrument and on the counter involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.